Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the clinic for a routine generator exchange. Prior to the procedure, noise was observed on the right ventricular (rv) lead. The patient was asymptomatic. During the procedure, the physician noted insulation damage on the rv lead. The physician used a repair kit to fix the damaged insulation. The patient was stable throughout the procedure.